Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, smi-02ap, spectrum autopass suture passer was being used on (B)(6) 2021 during a rotator cuff repair procedure and ¿jaw broke at the same place as it usually breaks. The surgeon retrieved the piece easily.¿ there was no injury or impact to the patient. The procedure was completed with an alternate unknown device. The was no delay. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
The sales representative reported on behalf of the customer that the device, (B)(4), spectrum autopass suture passer was being used on 26nov21 during a rotator cuff repair procedure and ¿jaw broke at the same place as it usually breaks. The surgeon retrieved the piece easily.¿ there was no injury or impact to the patient. The procedure was completed with an alternate unknown device. The was no delay. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
Reported event is confirmed. Customer complaint ¿jaw broke at the same place as it usually breaks¿ was confirmed. The returned used device, item smi-02ap was evaluated and confirmed the reported problem and found lower jaw broken off. Broken jaw was not returned. Although this is a reusable device, it is not serviceable. Therefore, a service history is not available for review. A device history review was requested from the supplier and to date, a response was not received; therefore, a review cannot be conducted. (B)(4). Per the instructions for use, the user is advised the following: avoid lateral stresses to the instrument or device function may be compromised. Do not use if parts are broken, cracked or worn, or device function may be compromised. Prior to use, inspect instrument to ensure it is in good physical condition and functions properly. There should be no loose, broken or misaligned parts. Instruments should be stored in the shoulder restoration system tray to protect the features. A determination for further investigation has been initiated. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, smi-02ap, spectrum autopass suture passer was being used on (B)(6)2021 during a rotator cuff repair procedure and ¿jaw broke at the same place as it usually breaks. The surgeon retrieved the piece easily.¿ there was no injury or impact to the patient. The procedure was completed with an alternate unknown device. The was no delay. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.